Manufacturer narrative:
The UDI number (B)(4) was inadvertently left off of the original submission.

Manufacturer narrative:
The device was not returned for evaluation; after multiple attempts to contact the customer for product return. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: "as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that while using an embolectomy catheter during an endovascular aortic repair in a (B)(6) year-old patient, the catheter was advanced via the femoral artery down the leg, and it appeared to become unbraided exposing a small wire. The balloon ruptured and the catheter became was noted to be lodged in the wall of the artery. The embolectomy was being performed to ensure no thrombus traveled down the leg. The catheter was retrieved by using a snare under fluoroscopy. The balloon was filled with the recommended amount of air. It was indicated that the patient is doing well.